Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that a motor error alarm occurred during the rewind. The physician stated that he could not operate the insulin pump. The physician then stated that after resting the insulin pump for five minutes and changing a new battery, the insulin pump could not rewind and a motor error alarm occurred, which repeated several times. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.